Event description:
(B)(6) study. It was reported that there was a device related thrombus. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device & delivery system (wds) were used. The patient underwent successful placement of the device with complete laa seal and deployed device diameter of 23.0 mm. Prior to the procedure, 150 mg aspirin and 300 mg clopidogrel were administered. The patient was discharged home as planned on aspirin and clopidogrel. On (B)(6) 2020, during the protocol specific first follow up transesophageal echocardiogram (tee) assessment revealed complete seal and presence of mobile pedunculated thrombus of 0.1 cm2 size on the atrial facing surface of the watchman flx device. On (B)(6) 2020, tee assessment revealed a complete seal and the presence of mobile pedunculated thrombus of 0.1 cm2 size on the atrial facing surface of the closure device and moderate aortic atheroma in the descending aorta. At the time of reporting the event was considered to be not resolved and the patient was on aspirin (75 mg) and clopidogrel (75 mg).

Event description:
Flexibility study it was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flex laa closure device & delivery system (wds) were used. The patient underwent successful placement of the device with complete laa seal and deployed device diameter of 23.0 mm. Prior to the procedure, 150 mg aspirin and 300 mg clopidogrel were administered. The patient was discharged home as planned on aspirin and clopidogrel. On (B)(6) 2020, 69 days post procedure transesophageal echocardiogram (tee) assessment revealed a complete seal and the presence of mobile pedunculated thrombus of 0.1 cm2 size on the atrial facing surface of the closure device and moderate aortic atheroma in the descending aorta. At the time of reporting the event was considered to be not resolved and the patient was on aspirin (75 mg) and clopidogrel (75 mg). It was further reported that on (B)(6) 2020, during the additional follow up visit, tee revealed complete seal with no evidence of thrombus and pericardial effusion.